Event description:
During power drill removal of blocking drill bit, distal tip of the drill bit broke off (app. 1.5") and remained deep within the femoral canal. Broken tip remained in situ and surgeon did not attempt removal. Retained portion drill bit is inert, unlikely to migrate, and removal might cause bony destruction. Retained bit confirmed w/ c-arm.